Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric by-pass procedure, the surgeon had difficulty inserting the stapler into the trocar. When the surgeon was moving the stapler around, the trocar was leaking around the seal. It was stated that there may have been a little torque, but not much. They used the trocar to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4): device not returned. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.